Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed an open hole at the sheath near the lap joint section of the device. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the system, during flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. In order to inspect imaging core windup at the proximal end of the catheter, the retainer clip was removed and imaging core assembly was pulled out from hub. No imaging core windup was found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that missing image occurred. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter as used to view an unspecified target lesion. Upon imaging test, it was noted that the image did not appear. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.